Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer attempted to clear occlusion prior to call by first changing pump supplies, then troubleshooting the infusion set, but occlusion recurred. Customer disconnected pump and reverted to an alternate method of insulin therapy, but reconnected to pump at time of report. Customer's blood glucose was 350 mg/dl at time of event and 170 mg/dl at time of report.